Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump had blank display, unexpected battery power loss. The customer reported blood glucose value of 321 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis treated with hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed. No further patient complications were reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08740 inches. Successfully downloaded history files and traces using thump and carelink. The formatted history file lists data from 04/23/2024 to 07/11/2024. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of 13-jul-2024. However, on 07/11/2024 the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 4.200.000 u and dailytotalofbolusinsulindelivered = 00.000 u which is equal to the dailytotalofallinsulindelivered = 4.2 u. All basal were delivered in auto mode/manual mode. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal lowbatteryalert (104) on 07/10/2024 at 23:21:00. No blank display during testing. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The pump was received without a battery and battery cap. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked down button keypad overlay, pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bg and dka. Blank display not confirmed. No unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.